Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited noise and pacing impedance measurements low out of range. Technical services (ts) reviewed and provided assistance. This device remains in service. No adverse patient effects were reported.